Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had got wet accidently and the button was hard to press. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they used tip of nails to press corners of buttons to get the insulin pump to respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response on esc, act, up arrow and down arrow button due to flattened dome switch. Connector was inspected and locked on lcd board noted. Device was visually inspected and no moisture noted.